Event description:
It was reported that the patient went to the emergency room due to palpitations. Diagnostic imaging was performed and revealed a cardiac perforation caused by the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event and the patient was in stable condition following the procedure.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted. The helix mechanism extension length test was performed and the measured full helix extension length was within product specification. A tip stiffness test was performed and the results were within product specification.